Event description:
Baxter IV solution bags have been reformatted with new rubber pull-off caps replacing the previous peel-off blue seals. Product problem is: 1- the frequency of caps being dislodged during the removal of overwrap or routine handling making them unusable -sterility compromised- 2- the frequency of caps falling off when bags are refrigerated, frozen and then warmed or thawed -sterility compromised. This creates a great deal of expense and waste and some concern about the sterility of any bag containing this type of closure.